Manufacturer narrative:
Date of event: unknown. As reported, the event occurred, ¿about a week ago¿. Lot #- unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a rosch-uchida transjugular liver access set was used on an unknown patient during a transjugular intrahepatic portosystemic shunt (tips) procedure. As reported the 10 french sheath was leaking from the hemostatic valve. According to the report, the patient experienced a "good outcome". As reported, the patient did not experience any adverse effects nor did the patient require any additional procedures due to this event. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation. A review of the complaint history, instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The device is shipped with instruction for use (IFU) which notes: ¿1. Ensure that the inner diameter (ID) of the sheath is appropriate for the maximum diameter of the instruments to be introduced.¿ based on the information provided, no product returned and the results of the investigation, a definitive root cause could not be determined. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on (B)(6) 2019. It was reported the access site for the procedure was the jugular vein. The device was placed in the vena cava for atransjugular intrahepatic porto systemic shunt tips procedure. The sheath was in place in the patient for around an hour. As reported, the patient did not experience any adverse effects nor did the patient require any additional procedures due to this occurrence.